Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for device check during follow-up. Noise and externalized conductors under x-ray were noted. The lead was capped and replaced. The patient is stable.